Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a remote follow-up, oversensing was noted on the right ventricular (rv) lead. An x-ray was performed and externalization of the lead conductors was confirmed. A lead replacement is anticipated, but not yet performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was in stable condition.